Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.